Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse called in with an operational question. During this call the nurse reported that the patient had peritonitis and that the patient was being administered antibiotics. A follow up call was made to the nurse to gather additional info. Per the nurse he did not remember the patient name or any specific info about the patient.